Event description:
It was reported that the patient presented in emergency room due to syncope. The patient had not received therapy for a ventricular tachycardia. Review of the egm revealed that the episode was a non-sustained vt due to the tachy intervals falling below the programmed vt detection rate before enough intervals for vt detection could be binned. Programming changes were made.